Event description:
Based on the info we have at this moment in time: "measured values from us are sporadically not correct in xcelera," it cannot be concluded whether the problem is in the ultrasound or in xcelera, nor what the clinical impact of the problem might be. No serious injury or death nor an allegation has been reported.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.